Event description:
It was reported that during a hysterectomy procedure, the ultrasonic scalpel "was working intermittently." No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the device revealed an indention in the teflon pad. The shaft rotation and the jaw actuation of the returned device were found to function properly. The device was connected to a scalpel generator and it passed all initial testing. The device was successfully activated with the foot pedals and buttons. Each button was tested ten times. Each time the min or max button was pressed, the device activated. The device activated properly without any skips, hesitation, or intermittence. Since the returned device functioned as intended, no root cause could be determined. However, the user facility's equipment (the hand piece used to connect the instrument to the generator and the generator itself) could not be evaluated. As the generator and hand piece work together to power the instrument, any failures of these pieces of equipment will result in the instrument not working properly. The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device

Manufacturer narrative:
At this time the device has not been returned to stryker sustainability solutions for an investigation. However, the facility stated they will release the device. Once the device has been returned and an investigation completed, a follow-up MDR will be submitted.